Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during surgery, the t2 of the fast-fix has not triggered. The procedure was completed without significant delay using a s+n back-up device. No other complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned outside of original packaging. The t1 anchor was at the distal tip of the device. The t2 anchor was pushed forward behind the t1 anchor. No physical damage visible to the device. A functional evaluation revealed the anchors could be deployed from the device with pressure applied behind the anchors as intended. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.